Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 249 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date was undisclosed. Customer stated that when he ran a control solution test, the results were within range. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all. Customer is calling stating that the meter is reading erratic when testing back to back, upon review of results from the meter's memory, it was noted that the results are higher than customer's expected range versus erratic. When asked if customer was concerns with the results obtained, customer stated that the doctor and he are working to stabilize his blood sugar because his recent a1c levels were high. Customer has had meter replaced several times due to high readings and customer states that when he ran the control solutions test, the meter was within range. Customer is storing test strips in the kitchen, customer denied replacements of products, customer is satisfied.